Event description:
It was reported that a catheter break occurred. The 100% stenosed target lesion was located in the non-calcified subclavian vein. An angiojet zelantedvt was advanced for thrombectomy procedure. Upon advancing towards the lesion, resistance was met. The physician stopped advancing and pulled the catheter back for approximately 1cm and attempted to advance again, but met some resistance again. When the physician removed the catheter, a fracture on the device was noted. The catheter was removed intact from the patient's body and the procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported, that a catheter break occurred. The 100% stenosed, target lesion was located in the non-calcified subclavian vein. An angiojet zelantedvt was advanced for thrombectomy procedure. Upon advancing towards the lesion, resistance was met. The physician stopped advancing and pulled the catheter back for approximately 1cm. And attempted to advance again, but met some resistance again. When the physician removed the catheter, a fracture on the device was noted. The catheter was removed intact from the patient's body. And the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined, for damage or any irregularities. The shaft showed a severe kink. And a broken outer shaft 10.5cm from the tip. The pump was inserted into the ultra drive unit console. The pump and the device primed. And were run for a period of 120 seconds in the thrombectomy mode. The devices pressure was within the normal range. There was a leak at the 10.5cm location. During functional testing, no errors or priming issues were noticed. Inspection of the remainder of the device revealed, no damage or irregularities.